Event description:
A baxter rep reported an incident involving a pump that had an alarm situation and shut down uncommanded during use. Channel c was infusing a primary line with several critical medications connected at the tubing ports. The nurse reported that the device made a loud sound, read "failure", and shut off on its own without her pressing any keys. She used the manual tube release to remove the tubing and at that time the channel read "out of service". The device was in use on a pt who was recovering from recent cardiac surgery. No pt injury was reported. No additional info available.